Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose and had a bent cannula. The customer stated she was having unexpected high blood glucose 405mg/dl, changed her set and noticed the cannula was bent. The customer treated high blood glucose with pump. The customer's blood glucose at the time of event was 110mg/dl.